Manufacturer narrative:
The device was returned to the factory for evaluation. Evidence of blood and clinical use were observed. The nylon tubing connection to the y-connector was intact. The saline and co2 tubing was inspected and no kinks or blockages were observed. No visual defects were observed. The device was evaluated for its ability to deliver saline and co2. A blower gas test was performed per the IFU. The co2 regulator delivered saline and co2 gas successfully when the flow regulator was fully closed. The flow of saline was able to be adjusted with no observable issues. Mist was observed flowing from the tip of the device and was able to be successfully regulated using the saline and co2 flow controls. Co2 flow control set at 3 l/min and saline pressure set to approximately 50 psi. Based on the results of the evaluation the reported complaint for "improper flow or infusion/low flow" was unable to be confirmed. (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, acrobat-I blower mister co2 was low even though flowmeter was turned to maximum level. The hosp did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).